Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the rca and lad. One week later as staged procedure was carried out and a resolute onyx drug-eluting stent was implanted in the 1st om. Approximately 18 months post index procedure and 17 months post staged procedure, patient suffered myocardial infarction of unknown target vessel and died. Death is classed as sudden cardiac death. Investigator assessed event is unlikely related to study device and not related to anti platelet medication.